Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 8 rounds of shocks and several anti-tachycardia pacing (atp). Patient was asymptomatic at the time of delivery of shock. Patients' rhythm was fairly irregular. The device remains in service and will continue to be monitored. No adverse patient effects were reported.